Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported failure. The unit passed extended self testing.